Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is "unable to connect." No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: three (3) photos were attached for evaluation. Picture one shows an l-70 device, picture two shows the reflux connector part and picture three shows the label of the device. One (1) unit of part number l-70 was also received in its original package, in used condition. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect any cosmetic issue. In the inspected sample no visual defects were found in the reflux connector part, luer connector and return connector. A leak test was performed on the sample returned by the customer to verify any problems with the connection parts and the sample function. The sample passed the leak test, there were no connection problems, sample worked as expected. Failure mode reported ¿a0211 - faulty connection¿ was not confirmed. Based on the analysis conducted in the sample provided, failure mode was not confirmed. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.